Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump delivered a bolus without user input. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.